Event description:
It was reported that a pt rec'd a burn to the wrist after being scanned with the 5 inch gp coil. The operator did not place any padding between the coil and the skin of the pt's wrist and the pt developed a blister about the size of a quarter on the wrist. The operator's manual clearly states that padding is required between the skin of a pt and the coil being used on that pt or burns could result.